Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, ldl was not current. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ es server, ldl was not current. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h device manufacture date, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model & concomitant med prod data. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ldl was not current. A technical support specialist (tss) dialed into the server, verified the agent services and identified that it was running. The tss then identified that few files were missing, ran a query and identified that the result set property not set correctly, parameters not set correctly, or connection not established correctly. Later the issue was escalated to the development team and the product specialist confirmed that all files were proceeded and the ldl was current. The system functioned as intended after the technical support specialist troubleshot the device.